Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that that during implant attempt the lead was found to have insulation damage. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.